Event description:
It was reported that patient death occurred following a procedure while using two intellamap orion catheters and a dynamic xt steerable diagnostic catheter. During mapping and ablation procedure to treat a left accessory pathway arrythmia, the intellamap orion catheter was noted to be hard to manipulate because it was bent. The physician replaced the first orion because the catheter was not reacted properly to maneuvers. The issue was resolved with the second catheter. The dynamic xt steerable diagnostic catheter was placed in the coronary sinus (cs). While the physician was manipulating the orion catheter in between the aorta and the left ventricle the patient felt pain, the physician realized they suffered a left ventricle cardiac tamponade. It was unknown if the tamponade was caused by the first or second orion catheter. The tamponade occurred prior to ablation; no ablation catheter was used. Pericardiocentesis was performed. Intracardiac echocardiography (ice) imaging was performed to attempt to locate a suspected perforation. The procedure was not completed. The patient died the following day. The cause of death was related to the tamponade. No further information on patient complication were provided. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.